Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 13mmol/l. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
No button error alarm noted. All buttons function properly. No damaged noted on keypad traces. Connector on lcd board was locked. Unit had minor scratches on lcd window display, cracked lip on reservoir tube, cracked case at lcd window display corner lower right, cracked battery tube thread.